Event description:
This report is based on information provided by philips bench repair engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating self-test failure. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The bench repair engineer evaluated the device at the repair facility. It was determined that this was a malfunction of the multiple parts however the customer did not accept the repair quote and the device was returned back to the customer un-repaired. The device returned to the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the multiple parts. The reported problem was confirmed. The customer did not accept the repair quote, the device returned to the customer un-repaired. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the efficia dfm100 device did not pass the operation control test. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.